Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the navigation system. The axiem cable, axiem port, and emitter were replaced. The system then performed as intended. The emitter was returned for analysis. The reported problem was confirmed. Emitter and axiem box reported a communication error when the field generator was connected to the axiem box. Eminterface shows a fault on coil 1. An electrical failure was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of procedure. It was reported that the navigation system was unable to communicate with the emitter. Troubleshooting involved reseating emitter in port, no change. Reseating communication cable, no change. Changed usb ports on the computer, no change. Noted that when doing this, the emitter details page was displaying different types of errors including emitter port error and also axiem communication errors. The eminterface displayed flt on the first entry for drive. No patient was present.